Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient utilizing a liberty select cycler at a rehab center experienced a fluid leak which was observed coming out of the cycler's cassette compartment door during fill 2 of 5. The registered nurse (rn) reported that the cycler was alarming patient line is blocked during fill 2 of 5. It was indicated that there was fluid within the cycler. The cassette setup was reviewed with technical support and it was noted that the likely cause of the patient line is blocked alarm was that the patient line was clamped after noticing the fluid leak. The rn was advised the clamp all the lines and power down the cycler. A replacement cycler was issued and the reported cycler was scheduled to be picked up and returned to the manufacturer for physical evaluation. The rn was advised to contact the peritoneal dialysis registered nurse (pdrn). It was indicated that an alternate treatment plan was available. Upon follow up with the rn, it as indicated that an on-call pdrn arrived at the clinic, checked the machine, and could not identify a cause for the leak. The patients treatment was continued on the pd cycler. The rn was unsure if the cassette and solution bags were re-setup or replaced. The rn could not confirm if the patient was able to complete treatment. Patient's record were unavailable and the rn could not provide patient details, status of the cycler return, status of the cycler replacement, nor the status of the reported cassette. There was no adverse event, symptoms, nor medical intervention indicated to have been caused by the reported event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the customer for the three (3) month time frame which immediately preceded the event occurrence date. However, no orders were found to have been shipped during that time frame. Without any lot numbers, a device history record (DHR) review or trending could not be performed. Without a DHR review nor a physical evaluation of a sample, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.